Event description:
It was reported that the patients ipg is resting more horizontally in the pocket and is causing significant pain anytime she sits or lays on her back. The patient was given norco with some relief. Additional information was received that the patient underwent a pocket revision procedure and was doing well postoperatively. The implantable pulse generator (ipg) remains implanted and in use.

Event description:
It was reported that the patients ipg is resting more horizontally in the pocket and is causing significant pain whenever sitting or lying on the back. The patient was given norco with some relief.